Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and leak tested. Under microscope observation, both cylinders had a small hole in the outer sleeve at the corner of a fold in the proximal end of the cylinder. Both cylinders also had wear at a fold in the proximal end and in the middle of the cylinder. Despite these observations, both cylinders passed the leakage test. The pump was microscopically inspected, leak tested and functionally tested. Under microscope observation, the pump strain relief had a hole/cut from sharp instrument damage. The pump passed the leakage test but did not pass the activation test. Based on the available test results and investigation, product analysis was able to confirm the pump activation issue, which supports the reported mechanical issue. The allegation of hole/perforation could not be confirmed. The inability of the pump to activate as intended was identified as the most probable cause of the reported complaint. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the right cylinder connecting tube. Both cylinders and the pump were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the right cylinder connecting tube. Both cylinders and the pump were explanted and replaced. There were no patient complications reported.